Event description:
It has been reported to co that during the procedure the stopcock of this device was defective. Reportedly, it was leaking. It is unknown if the device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.